Event description:
The reporter stated that the product was pulling in air and leaking. The customer indicated that there had been two additional occurrences but did not provide specific details about the events.